Event description:
It was reported that this tachy lead was not successfully implanted due to unknown product performance anomaly. A new tachy lead with a different model was successfully implanted. No adverse patient effects were reported.